Manufacturer narrative:
Eval: a product eval was not performed since the product involved was not provided to cook for eval. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because, none of the product from this lot remained in inventory. Conclusions: we could not conduct a complete investigation because, the product involved was not returned for eval. A definitive cause for the reported observation could not be determined. Balloon leakage is possible if the balloon material becomes damaged during use and/or general handling. If a balloon leak occurs, the liquid used to inflate the balloon dilator will exit the balloon at the damaged area. The balloon will not hold a steady pressure and dilation performance is likely compromised in this condition due to a slow loss of pressure. The reporter was unable to specify if negative pressure was applied to the balloon device prior to advancement through the accessory channel of the endoscope. The instructions for use caution the user that negative pressure is mandatory to maintain balloon deflation. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. A possible contributing factor to balloon material damage is inadequate lubrication of the balloon with a water soluble lubricant. The instructions for use direct the user to apply a water soluble lubricant to the balloon to allow easier passage through the accessory channel. This activity will aid in endoscopic advancement and balloon preservation. Balloon damage can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: "do not pre-inflate the balloon." The instructions for use also contain the following precaution: "the entire quantum balloon should be extended beyond the tip of the endoscope and be completely visualized and positioned before inflation." The instructions for use instruct the user that the recommended 100% balloon inflation pressure can be found on the catheter tag of the quantum balloon dilator. Over inflation can cause damage to the balloon material. Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possible resulting in damage to the balloon material. Prior to distribution, all quantum ttc esophageal balloon dilators are subjected to a test that measures the outer diameter and pressure. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During an esophagogastroduodenoscopy (egd) the physician used a cook quantum ttc esophageal balloon dilator to dilate the esophagus. Upon inflation the balloon began leaking. The balloon held pressure for a short period of time but when leakage was noticed, the physician opted not to continue. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.